Event description:
It was reported that the patient complained of far vision post intraocular lens (iol) implantation. Account indicated that the diopter did not fit the patient. The lens was explanted and replaced with a different iol. The lens was discarded upon removal. There was no delay in treatment or other interventions performed. The patient is no longer complaining. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown/not provided. But the best estimate date is between 06 mar 2023 and 03 apr 2023. Section e1: email address: unknown/ not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation (lens was discarded at the customer's site). Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.